Manufacturer narrative:
Additional information from the field was received indicating that this device was explanted and replaced due to normal battery depletion. This event no longer meets complaint criteria and is no longer reportable.

Event description:
It was reported that this pacemaker was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that this device was explanted and replaced due to normal battery depletion. The device did not exhibit a product performance anomaly.

Event description:
It was reported that this pacemaker was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.